Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation it was presumed that external stress was applied to lock lever of the connecting tube, which broke the lever and the tube was unable to be connected. As a cause of the external stress above, the user may have applied force toward incorrect direction, leading to the suggested event. A definitive root cause cannot be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected by following the instructions for use: 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the endoscope reprocessor accessory item was broke. The issue occurred during reprocessing and there were no reports of patient injury or harm.